Event description:
Adc customer service contacted a customer to update warranty card date for the customer's freestyle flash blood glucose monitor. The customer reported that he had been obtaining high readings on the meter compared to readings obtained on a one touch ultra meter. The difference in readings was 100mg/dl. Approximately one month ago, the customer treated himself with more insulin based on a reading of 380mg/dl obtained on the adc meter. The customer lost consciousness and was taken to hosp. The customer was treated with a glucose injection and released from hosp later that day. The customer's meter will be returned for investigation. The customer's test strips are not available.

Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0504838. Product testing did not confirm the readings complaint. All control solution testing results were with range specifications and no errors or other issues were identified during testing.